Manufacturer narrative:
Additional narrative: updated complaint description. Corrected data: corrected removal surgery date. Concomitant device (unknown screwdriver) was reported inadvertently on the initial mw report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that it is unknown why the removal surgery was performed. The surgery was performed on (B)(6) 2017.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part #314.116, synthes lot#6999660: release to warehouse date: 03-nov-2012, expiration date: n/a, supplier: (B)(4): review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw driver shaft was used for the hardware removal procedure on (B)(6) 2017. The initial surgery took place in (B)(6) 2016. Callus formation and adhesion of the soft tissue were not found on the head of the screw. The surgeon performed the extensive procedure to confirm it. It was found that the tip of the screwdriver shaft has been deformed as well as distorted while the surgeon was removing the screw. Another screwdriver was used to remove the screw. The surgery was extended for ten (10) minutes. No adverse consequence to the patient was reported concomitant devices reported: screw (part # unknown, lot # unknown, quantity 1), screwdriver (part # unknown, lot # unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was completed: the 314.116 stardrive screwdriver shaft is a reusable instrument available in several systems to aid in insertion and removal of screws with a t15 screw head drive recess. The device was returned and the complaint condition is confirmed; the tip of the driver is twisted and stripped. The balance of the returned device is in fair condition, there are some scratches on the instrument, and the tip is twisted and stripped. The part was manufactured november 2012. The lobes of the instrument are twisted around the circumference of the shaft in the direction of resistance from removal. Although a definitive root cause could not be determined, force and torque is applied to the tip of the driver to remove screws. It is likely that this complaint condition was due to excessive force / torque applied to the tip of the driver, causing the tip to twist and strip. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.